Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ups power supply shipped to site. Medtronic investigation of returned suspect device confirmed complaint as reported. The unit started up and does charge with returned batteries. Charged batteries for 6 hours. Failed load test after charging (1 minute 57 seconds). Failed visual inspection and there is physical damage to right side mounting bracket and to left side bottom corner of the front panel. Physical damage - dented, nicked, scratched, bent on 04/05/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) universal power supply (ups) failing quickly upon unplugging from the wall. Replaced ups. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system universal power supply (ups), for the mobile view station (mvs), needed to be replaced. It was reported that an error message appeared when unplugging the mvs. No further details regarding this issue were provided. This was discovered when testing the imaging system outside of a procedure. There was no patient present when this issue was identified.